Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's knee was revised due to unknown reasons.

Manufacturer narrative:
No devices were received with the complaint for investigation; therefore, the condition of persona tm tibia components is unknown and visual and dimensional evaluations are not able to be performed. The device history records review could not be performed since the product part and lot numbers are not available. This device is used for treatment. The product history search for related complaints could not be conducted due to the product part lot number combination being unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.